Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that the physician performed a right superficial femoral artery (sfa) stenting procedure using a contralateral approach, with a 6-fr raabi sheath and a .035 wire. A 6x120 xceed stent was successfully deployed in the distal sfa, although a large amount of resistance was met on insertion and removal from the sheath. The sds was removed intact. A second xceed stent (the device of this report) was successfully deployed proximal to the first implanted stent. Resistance was met on insertion and removal from the sheath. The stent delivery system (sds) was withdrawn and came out detached in three separate pieces on the guide wire. The outer shaft came out first, followed by the I-beam, and then the stent housing. All parts were removed from the body on the guidewire. A third stent, an absolute was successfully deployed proximal to the other two stents. Resistance was again met with the sheath. The sds was removed intact. Resistance was also met when to agiltrac dilatation balloon catheters were inserted and removed through the sheath. The catheters were removed intact. There was no pt injury or adverse effect. The separated xceed catheter and the 6-fr sheath are expected to be returned. No additional info is available.